Event description:
A demo pump was reported to have a malfunction as its display did not turn on during a check after being returned to movi. There was no adverse impact to any customer's blood glucose level since it was a demo pump. The pump was replaced.